Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation there was debris found on the trunk belt connector pins, causing intermittent connection faults. The root cause for the debris was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.